Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a teardrop-shape clip was formed at the 2nd firing though the clip at the 1st firing was formed as intended when the device was used on the cystic duct. When the device was fired outside the patient, it could be fired properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.